Event description:
The nurse of a male patient contacted lifecor customer support to report that one of the patient's battery packs was completely dead. A lifecor territory manager (tm) visited and found that the battery pack was completely missing its top. The tm exchanged the patient's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.